Event description:
It was reported that balloon rupture, deployment issue and shaft break occurred. The target lesion was located in the tortuous and heavily calcified left anterior descending artery. A 2.5mm x 30mm non bsc balloon catheter was advanced for predilation. Then the 3.00mm x 38mm promus premier stent was advanced but was not able to cross the lesion. The device was removed and the lesion was again predilated using a 3.0mm x 15mm non bsc balloon catheter. Then the 3.00mm x 38mm promus premier stent was again advanced to the lesion but was unable to cross. The device was removed intact. A non bsc extension guide catheter was placed in the vessel and the 3.0mm x 15mm non bsc balloon catheter was again advanced to the lesion for predilation. Then the 3.00mm x 38mm promus premier stent was advanced and crossed the lesion. Upon deployment the stent at approximately 6 atmospheres, the delivery system balloon ruptured, leaving the stent only partially deployed distally and not deployed proximally. An attempt was done to remove the stent delivery system (sds) however the catheter shaft broke, leaving the balloon and the distal portion of the sds within the partially deployed stent. The proximal portion of the sds was removed. The distal part of the shaft was snared but was unsuccessful. The patient was sent for surgery and the distal part of the shaft and the stent was removed. No further patient complications were reported and the patient was alert and stable after the surgery.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the balloon cones profiles were reviewed and no apparent issues were noted with the overall balloon profile. It was not possible to inflate/deflate the balloon to test for rupture or defects as the shaft proximal to the balloon was broken. The associated batch manufacturing records were checked for "crimp force", "crimp temperature" and "crimp dwell time" and all parameters met the requirements set out in the integrated crimp specification. The crimped stent was detached from balloon returned with device for analysis. The entire stent was damaged and exhibited signs of excessive stretching and deformation of the stent struts. Crimp markings were evident on the wall of the balloon. A visual examination found a break adjacent to the port bond 275mm proximal from distal edge of tip. This type of damage is caused most likely by the use of excessive tensile and torsional forces to the shaft. The bumper tip of the device showed signs of severe flaring damage. A visual and tactile examination found a shaft kink 255mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, deployment issue and shaft break occurred. The target lesion was located in the tortuous and heavily calcified left anterior descending artery. A 2.5mm x 30mm non bsc balloon catheter was advanced for predilation. Then the 3.00mm x 38mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed and the lesion was again predilated using a 3.0mm x 15mm non bsc balloon catheter. Then the 3.00mm x 38mm promus premier¿ stent was again advanced to the lesion but was unable to cross. The device was removed intact. A non bsc extension guide catheter was placed in the vessel and the 3.0mm x 15mm non bsc balloon catheter was again advanced to the lesion for predilation. Then the 3.00mm x 38mm promus premier¿ stent was advanced and crossed the lesion. Upon deployment the stent at approximately 6 atmospheres, the delivery system balloon ruptured, leaving the stent only partially deployed distally and not deployed proximally. An attempt was done to remove the stent delivery system (sds) however the catheter shaft broke, leaving the balloon and the distal portion of the sds within the partially deployed stent. The proximal portion of the sds was removed. The distal part of the shaft was snared but was unsuccessful. The patient was sent for surgery and the distal part of the shaft and the stent was removed. No further patient complications were reported and the patient was alert and stable after the surgery.